Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion monorail stent delivery system (sds) in two (2) pieces and with guide wire. There was contrast in the inflation lumen. The midshaft was detached/separated 124cm from the strain relief. Microscopic examination of the material surrounding the shaft break did not reveal any inherent deficiencies that would have contributed to the incident. The stent struts were stretched and flared on the tightly folded balloon. The received guide wire moved in the device lumen with no restrictions. Magnified inspection presented no evidence of any product quality deficiencies contributing to the shaft detached/separated and stent damage and the reported catheter difficulty advancing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2012-01515. It was reported that during a stenting treatment procedure a shaft fracture occurred. The target lesion was located in an unspecified calcified lesion. A 3.0 x 38mm ion mr stent delivery system was advanced over a non bsc guide wire and froze on the wire. The guide wire and stent delivery system was removed together. Another non bsc guide was introduced and this 3.0 x 38mm stent delivery system was advanced and upon resistance the shaft broke. The procedure was then completed with a 3.5 x 38mm ion stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-01515. It was reported that during a stenting treatment procedure a shaft fracture occurred. The target lesion was located in an unspecified calcified lesion. A 3.0 x 38mm ion mr stent delivery system was advanced over a non bsc guide wire and froze on the wire. The guide wire and stent delivery system was removed together. Another non bsc guide was introduced and this 3.0 x 38mm stent delivery system was advanced and upon resistance the shaft broke. The procedure was then completed with a 3.5 x 38mm ion stent. No patient complications were reported and the patient's status is fine.